Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Visual examination of the returned product identified nicks, gouges, and scratches on the inner and outer spherical surfaces, and face. Lot etch was unable to be confirmed. No other damage was noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was revised due to dislocation. A closed reduction was attempted but the physician was unable to reduce and decided to open. It was found the femoral and femoral component was in good position, the dm components were exchanged. The cup was in appropriate position and version, and was left intact. It was found the patient dislocated the inner head from the outer poly head of the dual mobility bearing. The bearing was replaced without complication. It was determined that the provided x-rays would not enhance the investigation and not sent to mmi. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 010000664, lot: 6957149. Part: 110024464, lot: 677030. Part: 574202030, lot: 3041011. Part: 31-323230, lot: 659370. Part: 110010571, lot: 641500. Part: 00877502802, lot: 3049517.

Event description:
It was reported that the patient was revised two weeks after implantation due to disassociation of the head and bearing and dislocation of the hip. Attempts have been made and no further information has been provided.